Event description:
It was reported that a pump motor stall occurred on 2015-(B)(6), which was confirmed through telemetry. The motor was stalled for 9 minutes. The pump was refilled on 2015-(B)(6) and the volume extracted from the reservoir was what they expected. A second stall occurred on 2015-(B)(6) and had not recovered. The patient did not have a magnetic resonance imaging scan, and the cause of the motor stalls was unknown. The patient was given oral medication and the frequency of the alarm was changed to every 2 hours. A rotor study was performed. The patient started hearing the alarm again. It was noted that the patient did not experience any symptoms; the patient recovered without permanent impairment. The drug in the pump was sufentanil. The information suggests that the pump remains implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n166718018, implanted: 2009-(B)(6), product type: accessory. Product ID: 8709, lot# l59318, implanted: 1999-(B)(6), product type: catheter. (B)(4).